Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported originally reported on (B)(6) 2014 that the handle detached from the star-drive during surgery and large amounts of contaminates fell into the patients wound. The screwdriver should not be dismantled but during the surgery the green t-handle unscrewed from the top of the shaft. There were large amounts of contaminates- reported to have looked like dried blood, human tissue fell out from the threaded portion of t handle and shaft. The patient did not suffer any harm. But the surgery was prolonged due to this issue by about 90 minutes. On (B)(6) 2014 it was reported the revision surgery was for synthes product. The specific implanted spine devices were unspecified, this report is for the unknown spine product(s). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the unknown spine product(s), quantity, part and lot numbers unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.